Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and had wear at fold in the proximal end, middle, and distal end of the cylinder. Both cylinders passed the leak test. The momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected and pump krt was worn to the filament. The ms pump passed the leak test and functional testing. This investigation was assigned to the conclusion code of cause not established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had a mechanical issue. The ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) had a mechanical issue. The ipp was explanted and replaced. There were no patient complications reported.